Event description:
It was reported that the drill overheated during a laminectomy procedure. There were no reports of any adverse consequences as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation. Based on the investigation details, a possible cause for the reported overheating was problems with bearings being gritty. The rotor assembly and bearings were replaced along with other components. Service did a clean, lube, and adjust to the device, and it will be repaired and returned to the customer.